Event description:
Medtronic received information that after going on bypass, an unusual rise of pre membrane pressure was experienced which was not corresponding to post membrane pressure and perfusion pressures. Once the pre membrane pressure crossed 350mm/hg, the oxygenator was changed out. After replacement, the pre membrane pressure was within the normal range. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Evaluation method - device history review is pending. Results - device history review is pending and no product was returned for analysis. Conclusion - cause of event cannot be determined. Analysis: no product was returned for analysis. Device history is pending. Conclusion: based on the limited information available, no cause for the event could be determined at this time. Should additional information be provided, an updated report will be filed.